Manufacturer narrative:
Upon receipt, it was observed that the -ve terminal pogo-pin was marginally shorter than the other pins; upon disassembly of the pogo-pin, it was observed that its spring had collapsed on one side which had resulted in reduced pin length and intermittent connection between device and pad-pak.

Event description:
No status indicator. No patient involved.

Event description:
No status indicator. No patient involved.